Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 490 mg/dl. The customer reported hyperglycemia confusion/disorientation, infection, upper respiratory tract, fatigue, visual disturbances, dehydrated treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion), ems/ambulance/ER visit. The event involved product(s) mmt-1880l, mmt-332a, mmt-396a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1880l was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Nodelivery (7) alarm - not confirmed. The pump passed the functional testing. Unable to confirm alleged high blood glucose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.